Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level between 200-300 mg/dl. Customer believes that high bg was due to an issue with the cartridge. Customer administered a manual injection and replaced both cartridge and infusion set to address the issue.